Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') and device dislocation ('malposition of essure device ¿ location: fallopian tubes') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, folliculitis, dysfunctional uterine bleeding, cholelithiasis, cholecystitis, vaginal pain, vaginitis, herpes genitalis and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ uti"). In (B)(6) 2013, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, abdominal pain, menorrhagia, vaginal infection, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection and back pain outcome was unknown and the genital haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge. Date(s) of insertion: (B)(6) 2007 (discrepancy noted) discrepancy noted in essure confirmation test : no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: plaintiff underwent confirmation test, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff information form received. Event "abscess" was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') and device dislocation ('malposition of essure device ¿ location: fallopian tubes') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, folliculitis, dysfunctional uterine bleeding, cholelithiasis, cholecystitis, vaginal pain, vaginitis, herpes genitalis and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ uti"). In (B)(6) 2013, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, abdominal pain, menorrhagia, vaginal infection, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection and back pain outcome was unknown and the genital haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge. Date(s) of insertion: (B)(6) 2007 (discrepancy noted). Discrepancy noted in essure confirmation test : no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: plaintiff underwent confirmation test, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain'), device dislocation ('malposition of essure device ¿ location: fallopian tubes') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, folliculitis, dysfunctional uterine bleeding, cholelithiasis, cholecystitis, vaginal pain, vaginitis, herpes genitalis and ovarian cyst. On (B)(6) 2007, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In november 2012, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("infection (bladder / urinary tract / vaginal) ¿ uti"). In march 2013, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, abdominal pain, menorrhagia, vaginal infection, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection and back pain outcome was unknown and the genital haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge. Date(s) of insertion: 13dec2007 (discrepancy noted) discrepancy noted in essure confirmation test : no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: plaintiff underwent confirmation test, results were not provided.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Events per pfs: device dislocation, genital bleeding, abnormal bleeding (vaginal), bladder or urinary problems or changes, uti, lower back pain were added. Outcome of genital bleeding, dysmenorrhea and vaginal discharge were updated. Patient's medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral), other). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: plaintiff underwent confirmation test, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge. Laboratory data was added, essure insertion date, removal date with procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.